Event description:
It was reported that during an arthroscopy, the anchor of the healicoil got pulled out when the surgeon tried to remove the inserter from the body of the patient. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. The back up device was used in an additional bone hole, so there was a void left in the patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H2: corrected information in h6 (component code & type of investigation). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was not returned with any original packaging. The distal anchor, distal plug, and proximal anchor were not returned. The insertion device has no visible defects. A functional evaluation was performed on the returned device and found the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.